Event description:
It was reported that during device follow-up the patient's right atrial (ra) lead had insulation damage with a complete fracture visualized by x-ray. Also, the patient's right ventricular (rv) lead exhibited low impedance and oversensing. Multiple ventricular high rate episodes were noted for that lead. The ra lead and was capped and replaced, and later removed. The right ventricular (rv) lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 407652, lead, implanted: (B)(6) 2013. (B)(4).